Event description:
On (B)(6) 2017 reading on accu-chek meter 208 mg/dl at 4:00 pm. Caller stated as result of reading on accu-chek meter she took 4 units of humalog at this time. Caller stated she passed out about an hour later at home and son phoned paramedics. Caller stated she is not sure what time the paramedics arrived at her home. Caller stated paramedics took glucose reading upon arrival but she doesn't know the result. Caller stated paramedics administered an IV at her home and she gained consciousness before leaving for the hospital. Caller does not know what was administered by paramedics. Caller stated when she arrived at hospital glucose level was 118 mg/dl on hospital meter. Caller does not know what was administered while in the hospital. Caller was not admitted to hospital. Discharge around 1:00 am, the reading on hospital meter was 143 mg/dl. Caller was fasting on day of incident for colonoscopy preparation. A request was made for the return of the meter and strips, replacement sent.